Event description:
There was an apparent fracture in the lead found at the time that generator was replaced in pt. Lead was capped & left in pt; because of unacceptable thresholds. Generator was also replaced. Medtronic rep. Explained that when a generator change is warranted, the leads are always checked at the same time to insure proper thresholds. In this case, the thresholds were unacceptable, which leads to a possible fracture. Although this is hard to determine unless the lead could be inspected. The leads were capped & left in place, which makes them difficult to determine. Generator was end of life. Post-op diagnosis - malfunctioning pacemaker.